Event description:
The manufacturer received information alleging a system test step had failed during preventative maintenance on the trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a system test step had failed during preventative maintenance on the trilogy ev300 device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed a philips rse at least three times that the active exhalation verification test had failed during preventative maintenance, and all on the pilot sensor reading being low for this device. Philips rse informed the customer that the device would need to be returned for investigation and repair. The philips rse provided the customer with a service quote for the investigation and repair of the device. Attempts were made to the customer regarding the service quote, and there was no response from the customer. There were no parts replaced, or repairs made to the device by philips.